Event description:
It was reported, "patient had left breast cancer surgery. On (B)(6) 2022 bard third-generation PICC catheter implantation was performed in the extended care center, and 38cm was inserted into the body. On (B)(6) 2022 during maintenance, it was found that the catheter was completely disconnected at 37cm. , the nurse trimmed the catheter in the damaged area." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "patient had left breast cancer surgery. On (B)(6) 2022 bard third-generation PICC catheter implantation was performed in the (B)(6), and 38cm was inserted into the body. On (B)(6) 2022 during maintenance, it was found that the catheter was completely disconnected at 37cm. , the nurse trimmed the catheter in the damaged area." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.